Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the time was changed, and it was showing 1 hour ahead. The technical support specialist dialed into the station and changed the time zone and rebooted the stations. After rebooting the station by technical support specialist, the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a time change, one hour ahead. The customer reported medications had to be retrieved from the pharmacy department and started to impact patient care. There were no adverse events or injuries reported based on this event.